Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012: the patient presented with cervical radiculopathy, c7 and underwent the following procedures: anterior cervical discectomy, c6-7. Arthrodesis, c6-7. Anterior cervical instrumentation, c6-7. Structural allograft, c6-7. Hardware removal c5-6. Bmp. Ssep. Exploration of a fusion mass. As per-op notes, "after decompression, the structure allograft with bmp was placed at c6-7 with tight fit." The patient was transferred to the recovery room without incident. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.